Event description:
A malfunction was reported, displaying malfunction code malf 0, with fault ID 0x21d6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the caller with resetting the pump, and ensured the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction recurred.